Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia. Attempts have been made to obtain product for evaluation. No device was returned. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 9 months due to leaflets calcification causing severe bioprosthetic aortic stenosis and regurgitation. The patient presented with symptoms of heart failure-shortness of breath. The explanted valve was replaced with a 21mm 3300tfx valve. The patient was taken to the ICU. Per records received, the patient presented with congestive heart failure and doe, and was found to have severe prosthetic stenosis, severe aortic insufficiency as well as severe native mitral and tricuspid insufficiency. The left ventricle was quite dilated with an ejection fraction 35%. The patient underwent avr utilizing a 21mm 3300tfx aortic valve, mvr and tvr, along with insertion of intra-aortic balloon pump. Transverse aortotomy exposed a heavily calcified prosthetic valve. The bioprosthetic valve was removed from its position. The mitral valve was repaired using a 32 mm physio ring. The right atrium was then opened longitudinally to expose the native tricuspid valve. The latter was repaired using a 32 mm cosgrove ring. A 21mm 3300tfx bioprosthetic valve was implanted to replace the explanted aortic valve. Post bypass test revealed no pvl with competent coronary ostia. Postoperatively, the patient was taken to the intensive care unit in critical, but stable condition. The patient was discharged on pod# 17. Pathology report confirmed that the explanted bioprosthetic aortic valve was heavily calcified. With presence of sub valvular host tissue overgrowth. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.